Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer stated that he has a prolapsed stoma and has been using the same 1 3/4 inch flange for many years, although the stoma is now 2 inches wide at the base. On (B)(6) he developed excessive bleeding from the stoma and skin connection. He used sliver nitrate to stop the bleeding. He feels he lost about a pint of blood. He had bleeding again on the (B)(6). The following week on the (B)(6) he developed chest pain and was admitted to the hospital. His hemoglobin which normally is 15 was 10.4. He was seen by an ostomy nurse who told him that the size of the flange was too small and was contributing to the bleeding. He did not recive any blood but is scheduled for a possible stent placment. The area is no longer bleeding. Placed in larger flange size.